Event description:
See initial report.

Manufacturer narrative:
H11: a review of the device¿s service history confirmed that no other similar events have been communicated to livanova since the date of manufacturing. A review of complaints database did not identify any trends associated with this type of fault. Based on the investigation findings, the root cause of the event was attributed to a loose circuit board. The reason why the board became loose remains unknown; however, it cannot be excluded that this condition may have resulted from progressive micro-vibrations during normal operation or from thermal expansion cycles over time, which could have gradually compromised the board¿s seating. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Manufacturer narrative:
A1 to a5 patient information was not provided. H11: livanova deutschland manufactures the hlm. A livanova field service engineer was dispatched the customer and no component was replaced. The circuit board was loose, and failure eliminated by reinserting it. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that, during procedure, the control panel suddenly went black, and the pumps were stopped for a few seconds. Starting from the 1st pump on the right, then all the pumps stopped one by one. The staff restart the machine, and then return to normal. There is no report of any patient injury.